Manufacturer narrative:
Lot number(s): hcg0090147; exp date(s): 08/01/2012. Control: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg110307-01, 244.7iu/ml hcg111130-01, summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observations could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. Investigation on returned product is pending.

Event description:
Caller reported false negative urine hcg results on pt when testing with the supply experts hcg urine - cassette vs. Hosp quantitative test. On (B)(6) 2012, a (B)(6) female pt came to the clinic with symptoms of pregnancy; urine test was negative two times. Customer told pt to make an appointment with the hosp for further testing. On (B)(6) 2012, pt had positive results on home pregnancy test. On (B)(6) 2012, she had two more positive home pregnancy tests. She went to the doctor again where the hcg cassette got a negative result. The pt's last menstrual period was (B)(6) 2012. Results from the hospital's testing was positive (quantitative not available).